Manufacturer narrative:
Block b3: exact date unknown, event occurred a year and half prior to the date the manufacturer was made aware.

Event description:
It was reported that the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
The aware date should have been 16nov2023.

Event description:
It was reported that the ipg was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned.